Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to manufacturer that the site experienced "problems when testing the m103/m104 generators. An error message would appear and the site could not record the parameters". Attempts to obtain additional information from the site are underway.